Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no audio tone issue was not duplicated in the evaluation. Using the returned caps, the pump powered up and functioned properly. The auditory volume was within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. Reportedly the issue started two days ago and the audio settings was correctly set. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.